Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose level. Customer's blood glucose value was 48 mg/dl at the time of the incident. Customer's current blood glucose level was 151 mg/dl. The customer was assisted with troubleshooting for low blood glucose. Customer reported symptoms such as unwell, sweating, shaking. The customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. Customer did allege insulin pump was over delivering. The device will not be returned for analysis.